Manufacturer narrative:
The tech found that there was some dried fluid built up on the side rail latch components keeping the side rails from latching. The tech cleaned the side rail latching components on both side rails to resolve the issue.

Event description:
The tech alleged that the left and right side rails would not latch. No injury reported.